Manufacturer narrative:
(B)(4).

Event description:
It was reported during a post-op check-up, intermittent ventricular safety pacing occurred due to crosstalk from atrial paced events. The patient is atrial pacing majority of the time. Since the device appears to intermittently be sensing the events in the cross-talk window, a majority of the event is being blanked by v blanking. Decoupling the sensitivity was completed to possibility establish biv pacing. The events will still be sensed on the defib sensitivity. The pacemaker sensitivity setting was reduced and addressed the crosstalk. The patient was discharged from the check-up and sent home.